Event description:
Elderly male with history of hypertension and asthma. In CT having a right lung biopsy for lung mass, a biosentry device was attempted to be used with a medeasy 20g x 10cm biopsy needle. The biosentry device would not deploy, another device had to be opened and used. No identified complications to patient.